Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. After replacing the interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had illuminated its service led and had displayed a blank screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.